Event description:
Patient called this rn to room stating he felt as though his foley catheter was leaking. Upon further inspection catheter was found to be completely removed from bladder with balloon deflated. Re-inflated balloon in sink and found there to be a hole in balloon that was leaking fluid.